Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported unknown side rupture. Physician further reported ¿burning l breast¿ and MRI confirmed left rupture. The device has been replaced.

Manufacturer narrative:
Correction to aware date on initial medwatch: 01-dec-2021. Correction to aware date medwatch supplemental 01 (#2502746): 21-dec-2021.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.